Event description:
Patient reported obtaining a blood glucose result of >300 mg/dl (exact value not provided) while using the suspect device. Patient indicated that, based on this value, he contacted his physician and was advised to take increased amount of an oral diabetic medication (type not provided). An unspecified time later, patient reportedly experienced a hypoglycmeic event. Emergency medical services were summoned and, upon their arrival, patient was treated with "a shot of something." Patient was subsequently transported to the hospital where he remained, overnight, for treatment. No additional details of patient's diagnosis or treatment were provided. Patient noted that, after being released from the hospital, he performed quality control tests on the suspect product and the results fell outside of the acceptable ranges. The suspect product was not returned to the manufacturer for evaluation.